Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed cutter insertion and the pre-test could not be completed. Therefore, the reported conditions of cutting burr devices were difficult to remove from attachment device and would not spin could not be confirmed. However, it was determined that the bearings were worn and no longer in axial alignment creating a situation where the cutter device was not able to be inserted and not allowing it to pass through. Therefore, the reported condition of bearings were going bad was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified back surgery, it was observed that the bearings were going bad on the attachment device. According to the reporter, when the device was started, it made a very bad sound and the burr device would not spin. The reporter indicated that the burr device was difficult to remove from attachment device. There was a five minute delay to the planned surgical procedure. An identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated that the event occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.